Manufacturer narrative:
Faradrive sheath was returned with its native dilator still inserted, requiring the removal of the accessory to proceed with device analysis. Analysis of the returned sheath found both valves torn by the center slit on the inner face which compromised the valves' ability to seal pressure and fluid within the sheath. These defects would have caused visible air bubbles/air ingression into the sheath, resulting in the occurrence of this event. The field e1: initial reporter phone number is (B)(6) reported here as phone number exceeded character limit for designated field.

Event description:
It was reported that a faradrive steerable sheath during insertion to treat an atrial fibrillation (a fib) aspirated air. Hemostatic valve seems not sealed and the physician was aspirating continuously air, after inserting the farawave catheter. To solve the issue the sheath was replaced, and the procedure was completed without patient complications. The device is expected to be returned.

Event description:
It was reported that a faradrive steerable sheath during insertion to treat an atrial fibrillation (a fib) aspirated air. Hemostatic valve seems not sealed and the physician was aspirating continuously air, after inserting the farawave catheter. To solve the issue the sheath was replaced, and the procedure was completed without patient complications. The device is expected to be returned.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. The field e1: initial reporter phone number is (B)(6) reported here as phone number exceeded character limit for designated field.